Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been inoperable since (B)(6) due to the patient not recharging it as recommended. A company representative was unable to troubleshoot the issue via use of a programmer. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model) to address the patient's issue.